Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise and caused oversensing events. The patient was asymptomatic during the oversensing events but were getting more frequent. The lead was capped and replaced on (B)(6) 2019. There were no complications of adverse events observed following procedure.